Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that "connecting tube could not be connected to connector in reprocessing basin due to breakage of lock lever" due to external stress applied to the lock lever of connecting tube. The event can be detected/prevented by following the instructions for use which state: 9 preparation and inspection 2 move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
H4: the exact device manufacturing date is unknown. However, based on the three digit lot number, the device was manufactured in february 2014. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the connecting tube exhibited failed plastic wings. The issue occurred during reprocessing. There were no reports of patient harm or impact associated with this event.